Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump would sometimes deliver too much insulin and cause hypoglycemic episodes and sometimes the device would not deliver enough insulin or deliver at all. One delivery anomaly episode caused the patient's blood glucose to enter the 600 mg/dl range. The customer felt sick as a result of the hyperglycemia. No method of treatment was mentioned; however, the customer stated that he was currently off insulin pump therapy for about 6 months. A displacement test was performed on the insulin pump and the device passed. The customer was not on the insulin pump at the time of call and he declined further troubleshooting. The insulin pump was not returned for analysis.